Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2025. It was reported that during the procedure, after the first band deployment the following bands failed to deploy. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event. Note: it was reported that after attaching the ligating unit to the trip wire, the physician did not take up slack by pulling the proximal end of the trip wire on the handle unit. However, according to the instructions for use (IFU), this step must be performed to ensure proper device function.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.